Event description:
It was reported by the field service technician that the ventilator was due for a 10k pm and would not fully power up on the bench with reset alarms. The ventilator was not on a pt when the reported problem occurred. The service report stated that the ventilator keeps shutting off.

Manufacturer narrative:
The medwatch malfunction report is being filed outside of the thirty-day time frame.